Event description:
Pt presented with a large aneurysm at left pcom, and a small aneurysm close to the right ophthalmic artery. Procedure went smoothly with left pcom aneurysm, 100% embolized and ica patent however the beginning segment of left pcom was occluded. The 2nd aneurysm at the right of the ophthalmic artery was 100% obliterated with ica patent as well. After the procedure, the pt didn't recover to full consciousness. CT scan showed hemorrhage in the ventricle. The post-operative effect of surgery was not good. Doctors could not determine what caused the hemorrhage, perforation with guidewire or heparin overdose.